Event description:
A gore tag thoracic endoprosthesis was implanted to treat a thoracic aneurysm. Upon removal of the gore 12 fr sheath, the pt's iliac artery ruptured. A gore hemobahn endoprosthesis was deployed in attempt to seal the rupture. However, the pt continued to bleed prompting open repair of the iliac artery.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The access vessel measurement was reported to be 7.5 mm inner diameter. While we were unable to obtain images to confirm improper sizing of the device, recommended vessel diameters for the device in question are between 9.6 - 10.5 mm, representing a 5-20% endoprosthesis compression within the native vessel. As described in the device's instruction for use, within the section entitled "directions for use", "in general, to assure adequate anchoring, the diameter of the graft should be approximately 5-20% larger than the healthy vessel diameter immediately proximal and distal to the lesion." Since the recommended device sizing was not followed in this case, it is possible that the device failed to fully expand and seal the rupture of the vessel wall.